Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild tortuosity and 90% stenosis in the mid left anterior descending artery. Pre-dilation was performed with an unspecified 1.5x15 mm balloon catheter. A 3.0x28 mm xience prime rx stent delivery system was advanced toward the target lesion and the stent was deployed; however, an edge dissection was observed. Another xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no clinically significant delay during the procedure. No additional information was provided.